Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received regarding an event that occurred 5 years ago. The report stated that during an injection, the needle of the listed device became detached from the syringe and remained in the pt's arm. The clinician then removed the needle from the pt's arm. No needle-stick took place. There was no pt or clinician injury reported.